Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient had not returned for any follow-up visits since the stent grafts were implanted. The patient presented with abdominal pain. A CT scan was done immediately and a contained rupture was found that was a result of a proximal type I endoleak. The endoleak was due to disease progression and the aortic neck measured 28 mm proximally and then went to 32 mm and then 35 mm distally over a distance of 9 mm. The decision was made to surgically repair the ruptured aneurysm and the patient was taken to surgery. The top portion of the bifurcated stent graft where the endoleak was coming from was surgically removed and discarded by the user facility. A dacron graft was sewn on to the aortic neck proximally and to the body of the talent bifurcate distally. The patient tolerated the procedure well. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, aneurysm rupture). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusions: inherent risk of a procedure (endoleak, aneurysm rupture). Device failure/lack of effectiveness related to patient condition (disease progression).